Event description:
The patient successfully underwent an atherectomy of the left superficial femoral artery. At the end of the procedure, the angioseal was deployed by the physician. The physician noted some difficulty with the angioseal deployment, and another surgeon was notified stat. The patient required surgical femoral artery cut-down for removal of failed angioseal device. Patient lost 200cc of blood, and experienced an episode of hypotension immediately after opening the chronic occlusion; however no further complications were noted. Patient stayed overnight for observation, and was discharged home the following day.